Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a 29mm valve was deployed, but moved out of the annulus and into the ascending aorta. A larger, 31mm, valve was then deployed. This valve also moved out of the annulus and into the ascending aorta. Both valves were attached to the delivery catheter system (dcs) when they dislodged out of the annulus. Due to an improvement and decrease in the patient's pre-implant pulmonary pressure, the decision was made not to implant a third valve. Later that day, the patient was extubated, went into acute respiratory distress syndrome and died. Per the physician, there was no allegation against the corevalve in relation to the death, as an improvement was noted in the pulmonary pressure. It was reported that the death was due to acute respiratory distress syndrome and that the patient had a past medical history of turner's syndrome.

Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, among other issues, but a root cause could not be established from the information available.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).